Manufacturer narrative:
Method: risk assessment. Result: the catalog number and the lot # of the screw are not available as it is still implanted in the patient. X-rays showing device failure were not provided. The manufacturing records of the device were not reviewed as the catalog # and the lot # are not available. Conclusion: the root case of screw fracture cannot be determine conclusively because the device is still implanted. X-rays showing device failure were not provided.

Event description:
It was reported that the screw broken.

Event description:
It was reported that the screw broken.